Event description:
During cauterization using an electrosurgical unit, the disposable instrument cord that it was plugged into sparked, and burned a hole in the patient drapes. It was noted that it was possible the cable was dried out from age, and caused the problem. Follow up reveals:inspected the monopolar cord and found that it was actually cut into two pieces. The reporter spoke to the or for more information. The or reported that when the surgeon activated the pencil, the cord sparked, burned a hole in the patient drape, and the cable itself broke into two pieces. Upon investigation, it was discovered that the cable itself has oxidized. This tells us that there was a hole in the insulation of the cable for some time. Overtime the oxidation became great and actually weakened the cable, until it became a source of resistance, and when the pencil was activated, the cable could not handle the amount of current, and the cable split. The site spoke to the sales represenative to see how the site can keep this from happening, they informed the site that the company only guarantees the cable to work for 20 cases. This cable is much older than that. The or spokes person suggested that the manufacturer may want to get these cables dated upon arrival, and estimate in time how long it would take to accumulate 20 cases, then have that date on the cable. When the cable reaches that date, it should be disposed of, and replaced with a new one.